Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level which caused the customer to pass out and break their chin. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.